Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted suddenly multiple times. The battery dropped from 45% to 1% and subsequently, the pump shut off on (B)(6) 2017. In addition, the battery gauge was observed to increase while not connected to a power source. Customers' blood glucose level was 398 (mg/dl). The pump was turned on and a bolus was delivered to address bg level. Reportedly, the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.